Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary/bowel disfunction. It was reported that for the last 6 weeks they had been having real issues with their poop. The patient said that they constantly had a bowel movement and little pieces came out and they couldn't stop them no matter what they did. The patient's healthcare provider (hcp) suggested the patient call patient services for assistance. During the call the patient increased their stimulation to a comfortable level. The agent reviewed therapy adjustment options. The patient would maintain stimulation level and will continue to track symptoms. Additional information was received from the patient. They reported that the patient stated that they are having severe issues with poop sliding out of their bottom. Patient stated that they are wiping every hour on the hour. Agent assisted the patient in changing programs. Patient reported that they received the communicator not found screen but the communicator displayed a solid blue light. Restarting the app and communicator resolved the issue. Patient successfully changed programs and increased stim to a comfortable level. Patient will continue to monitor symptoms. Redirect to hcp if issue persists. Additional information was received from the patient. It was reported that the patient called back reporting ongoing concerns with lack of bowel control. Patient said they spoke with their doctor who told them to call medtronic to ask if they should have a device interrogation. Ps reviewed this decision is up to the physician and offered to email field staff but patient declined. Reviewed general theory and use of programs. Patient indicated they had only tried a couple programs as of yet but will try all 7 and if none are effective they will follow up with managing physician for device check. Additional information was received from the patient. They called back and said they were still having problems with bowel movements, they had tried different settings, changed the program, and they were also taking antibiotics but even before they started taking antibiotics, they had not noticed improvement to their bowel symptoms. The patient said after implant the symptoms got better but on occasion, they still had fecal symptoms. The patient asked and the agent reviewed therapy optimization, stim sensation information, and recommended tracking their settings and symptoms using a diary. The patient was redirected to their healthcare provider (hcp) for medical questions and therapy guidance.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.